Event description:
Pt was brought to imagining for CT-guided aspiration of infected tissue located in the thoracic 10th vertebra region. During the course of the initial attempt at accessing the t-9-t10 intervertebral disc space, a 20 gauged needle was advanced into the t9 vertebral body in an effort to transverse the t-9 vertebral body to the more destroyed portion involving the inferior end plate of the t-9 vertebral body. However, in the course of performing this procedure, the needle could not be removed successfully from the intact bone at the t-9 vertebral body end. Multiple efforts at removing the needle resulting in metal fatique and subsequent incomplete removal. Three separate pieces of the needle were removed. Approximately 3-4 cm portion remained within the vertebral body. Consultation with multiple physicians regarding the removal; however, it was decided that because of the exceedingly low likelihood of needle migration and/or resulting problems from said incomplete removal, no further attempts at removal would be made. Procedure was completed by using a 16 gauge ostycut needle. Procedure was completed successfully.